Manufacturer narrative:
The device's instruction manual contains the follow "warnings." " the patient gas must be monitored with an oxygen analyzer." "Adjustment of the oxygen concentration must be verified using an oxygen analyzer." On march 04, 2011, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event and the condition of the patient. As of march 30, 2011, there has been no response from the user facility. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech and the carefusion factory service rep.. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the alarm failure was a damaged alarm reed plate pn: 01866. The carefusion failure analysis lab tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of a mechanical force or pressure against the reed on the alarm reed plate. The carefusion factory service rep. Replaced the alarm reed plate and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the user facility ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did find three verified like failures. However, as these are known failures caused or contributed to by an unapproved means of force or pressure, another investigation is not required.

Event description:
The following description of the event and the condition of the patient was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "The blender was serviced last march and has been working since. They just received a report from respiratory that the blender was on tank gas and the air tank did not get turned on, so the blender was delivering 100% oxygen. There was no alarm from the alarm reed assembly. There was no patient harm."